Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. No battery out limit alarm were noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. Traces of moisture found at the metal part of the transducer at interface board. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners, display window and reservoir tube lip. Unit received with missing end cap sticker. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, alarmed batt out limit after battery change and there is fluid under the lcd display due to slight crack in button left of lcd screen. The customer¿s blood glucose level was 319 mg/dl at the time of the incident. The customer stated that he was wearing the insulin pump in the shower. Asked the customer if he knew the pump was not water resistant, the customer stated he was told when he got it that it was water resistant so it could go in the shower. The insulin pump is not alarming at time of call. Confirmed he has not been connected to the insulin pump since 11pm last night. The customer was asked to observe time clock for one minute to verify if time advances, the customer confirmed that it does. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.